Event description:
It was reported that during an x-stop procedure the patient's spinous process was fractured as the implant was to be inserted. The treating surgeon proceed to perform a laminectomy.

Manufacturer narrative:
Follow up conversation with company rep. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.